Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed to be coming out of the cartridge during the load process. A cartridge change was performed resolving the issue. Blood glucose level was 155mg/dl.